Event description:
It was reported that the device would not ablate or cut so they tried more than one and it was the same problem. After trying two wands they had to switch to a bovie which led to a delay in case time. No patient injuries were reported.